Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient was treated for a clavicle shaft fracture on an unknown date. The primary fixation was very good and the surgeon restricted the motion by 90 degrees. The patient felt a large pain at the clavicle after a fight, and visited the hospital at (B)(6) 2013. The surgeon recognized the plate was broken through x-ray. The surgeon believed the cause might be on the patient, but said the plate should not be broken by some stress. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Part received. An evaluation was conducted and it states that the locking compression plate (lcp) reconstruction plate was implanted because of clavicle shaft fracture. As far as visible on the x-ray images, the plate was fixed with five screws. In addition the bone fracture was stabilized with two tension screws. According to the device report the patient felt a pain after he had a fight. The revision surgery to remove the broken implant was performed on the same day. Based on the topography of the fracture surface, we can conclude that the implant was subjected to moderate dynamic bending loads. Constantly alternating loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp reconstruction plate. The plate could not resist the applied force which finally led to the material overload and fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded.

Event description:
This is 1 of 1 report for (B)(4).